Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted. The reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product returning to manufacture.

Event description:
It was reported that the customer experienced elevated blood glucose levels. Reportedly, customer changed the infusion site and blood glucose levels have stabilized. Customer was unable to provided infusion set manufacturer.